Manufacturer narrative:
When this device has been removed and returned for analysis, this event will be updated.

Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times, and the eri to eol time period was shortened, due to a higher-than-typical build-up of internal battery impedance.

Event description:
Additional information was received. This device was removed and returned for analysis.

Event description:
Boston scientific received information that during a follow up visit, interrogation revealed this device had reached elective replacement indicators (eri) with a charge time of 36.1 seconds. There was concern that the battery had depleted more rapidly than expected. An internal technical service consultant was contacted whether an immediate replacement procedure should be performed.. T's recommended after eri, replacement be performed within three months. No adverse patient effects were reported.